Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "insulin would back flow into cartridge" while going through the fill tubing process. Reportedly, customer changed out the pump supplies to address the issue and completed the load process successfully. Customer's blood glucose level was 160 mg/dl.